Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the customer experienced low blood glucose level of 33 mg/dl. The customer treated with carb intake. The customer also reported getting inaccurate readings with the sensor. Customer's blood glucose level was 200 mg/dl and the sensor glucose reading was 60 mg/dl that triggered the insulin pump to suspend insulin delivery. Troubleshooting was provided. The insulin pump will not be returned for analysis.